Event description:
Report received stating: "fluid would flow even though the door was locked and the device was not turned on." The pump was being set up to infuse pitocin 20u/1000ml at an unspecified rate. The nurse noted that the door roller was off track and pushed it back into the correct position. The door then appeared to open and close without a problem. She then placed the cassette in the pump and closed the door. Shortly after setup, the pt experienced a "tetanic contraction and the fetal monitors showed bradycardia and deceleration." The pitocin was checked and a "slow, steady drip was noted in the drip chamber." The pitocin was clamped off and hydration fluid was administered. The contraction resolved and the bradycardia/deceleration stopped. The pitocin was re-started with a new pump. The baby was delivered later without any adverse sequelae to either mother or infant.

Manufacturer narrative:
Testing and investigation could not confirm the reported freeflow. The device was received and tested with a broken roller on the cassette door assembly. The device showed constant cassette alarm messages when powered on. When tested with a cassette in place, door closed and power off, no freeflow occurred. The broken roller was not related to the reported event. The frequency of death or serious injury reports (freeflow) for plum pump sets is approximately 0.51/million sets.